Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient was sent to the emergency room last week because the "top thing was trying to protrude out," and they had to do some "repairs." It was confirmed the hcp was talking about the implantable neurostimulator (ins). The patient was admitted for 3-4 days and then returned to their facility. The hcp didn't know what was done at the hospital, but the patient was better now. No further patient complications have been reported as a result of this event. Omitted information pertaining to (B)(4) - exposed wires.